Manufacturer narrative:
The pump is not available for analysis and was disposed when the patient expired. The report of thrombus was unable to be determined through this evaluation. It was communicated that a thrombus formation was observed at one of the connectors on the outflow tubing. The patient was reported to be stable at that time. The patient¿s circuit was changed out after which time, the patient was reportedly fine. The patient requested that care be withdrawn and the patient was decannulated per their choice. A review of the device history records revealed that the pump met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number and the expiration date were not available. This product is not considered an implantable device. The age of the device is unknown, as the serial number was not available. The manufacture date is unknown, as the serial number was not available. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with an acute blood pump system for left ventricular support. It was reported that during a routine nursing check, a "pea sized" formation was noted at one of the connectors on the outflow tubing. Activated clotting time was therapeutic and flows were stable. The patient was on minimal inotropic support, with an acceptable mean arterial pressure (map) and urine output at 60-75 cc/hour. The patient was reported to be "very stable." The settings of the device were reviewed and were unchanged. The nurse continued to monitor the formation and all other connections until the surgeon was available. The patient's circuit was changed out at the bedside and patient remained stable after the event. On (B)(6) 2014, the patient was decannulated per his wishes and he expired on (B)(6) 2014.